Manufacturer narrative:
Pt information was not available at the time of this retrospective review. The software investigation found that the issue was not able to be reproduced by simulation testing of fault codes. The axiem box component of the system was returned and found to have a defective dsp board. The hardware failure of the axiem box was directly related to the reported event. The axiem box was replaced and the system was found to be fully functional.

Event description:
A site representative reported that the software froze in the navigate screen during an ent case. This issue was resolved by exiting and re-launching the software. The surgeon was able to continue the case with no impact to the pt.